Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during initial drain. The technical service representative (tsr) the home patient (hp) to cycle the power on the hc. The tsr advised the hp to start over with new supplies. On (B)(6) 2010 product surveillance contacted the nurse. The nurse stated that they found that the patient was not priming the patient line completely to the top and when he connected, it was getting air in the lines. The nurse stated that she has trained the patient how to properly prime the patient line and the hp has not had any problems sine. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) occurred during initial drain was not confirmed due to a lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA number (B)(4).